Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken output connectors. Analysis also noted that the lower case was broken, both wires of the display are pinched with exposed internal wire on the red wire, and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had cracked atrial and ventricular output connectors. The epg was returned for service. There was no patient involvement.